Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuits are currently en-route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that two rt265 infant dual heated evaqua2 breathing circuits were leaking during patient use. There was no patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in china that two rt265 infant dual heated evaqua2 breathing circuits were leaking during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that two rt265 infant dual heated evaqua2 breathing circuits were leaking during patient use. Conclusion: without the return of the complaint devices, we are unable to determine the cause of the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."